Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was observed during loading. After the second valve was deployed to 80%, the patient became hypotensive. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: three static images were provided for review. It was not reported if a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. Adequate pre-dilatation can help reduce the potential need for post dilatation and may mitigate the occurrence of infolding. Pre-dilatation may also be useful to prepare the valve for crossing by the delivery catheter system and implantation of the transcatheter valve. Pre-dilatation is specifically recommended prior to implantation in the following situations: moderate / severe calcification; bicuspid anatomy; size 34mm valve. Fluoroscopic valve load inspections were not provided thus it is not possible to validate good loads for both valves. A fluoroscopic image of the delivery catheter system was provided; however, the delivery catheter system appeared to have been already inserted in the body therefore it is inconclusive. Of note, a complete fluoroscopy check is needed under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360° during the fluoroscopy check. It was reported that infolding occurred twice with two different valves. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, and a mean gradient of 46 mm hg, the valve was inserted into the patient and deployed. Upon reaching 80% deployment, an infold was observed in the valve frame. The infolded valve was recaptured and withdrawn from the patient. Subsequently, a new valve was inserted into the patient. Another infold occurred at 80% deployment. The new valve was also recaptured and withdrawn from the patient. Per the physician, the infolds may have occurred due to the patient's bicuspid aortic valve. During the procedure, hypotension was noted. Fluids and medication for blood pressure were administered to manage the hypotension. Per the physician, the valve contributed to the hypotension. No additional adverse patient effects were reported.